Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with striae in both eyes. Flap lift and stretch was done to both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain and discomfort in both eyes. Patient reported symptoms are not interfering with daily activities and symptom's resolved on (B)(6) 2021. Bcva from (B)(6) 2021: right eye pre-op 20/20 -1.00 x -2.00 x 25, left eye pre-op 20/20 -.75 x -2.00 x 165.